Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead got caught in the tissue and the helix broke. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead got caught in the tissue and the helix broke. This lead was never in service. No adverse patient effects were reported.